Manufacturer narrative:
Evaluation summary: during product evaluation, an out of specification air in line printed circuit board (ail pcb) was confirmed. Failure code 814:04 manifested as a result of an out of specification ail pcb on channel b. The pump head mechanism on channel b was therefore replaced. The device was tested and returned. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.

Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with an out of specification air in line printed circuit board (ail pcb) was observed. There was no pt injury or medical intervention necessary. No additional information is available.